Event description:
A user facility reported they had a device which would not position or seal properly following insertion. The physician removed the lma and intubated the pt. There was no pt problem. Follow-up revealed the pt was a child with standard braces, which may have contributed to mask problem. Evaluation of returned device revealed several punctures or tears, roughly symmetrical from side to side, consistent with damage from braces, no further follow-up.